Manufacturer narrative:
Product analysis: the device was discarded; therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images were submitted for review and confirmed that the capsule broke at the proximal portion. The images could not confirm the specifics of patient anatomy or how hemodynamically stable the patient was during the procedure. The images also could not confirm the recapture was fast. The loaded valve appeared to be a good load, but the device was not rotated to allow for full inspection of the entire valve. There is no evidence that the product failed to meet specification; these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown; however, factors such as patient anatomy, such as vessel tortuosity and calcification, and use conditions due to challenging anatomy, such as the insertion angle, force required to advance, torqueing of the catheter, are potential contributing factors to capsule damage. Difficulty advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy, such as angulation, calcification, tortuousity, etcetera. In this case, it was noted that there was calcification in the abdominal aorta. This indicates that the probable cause of the advancement difficulties was calcified patient anatomy. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined with the limited information available. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, there was calcification in the abdominal aorta with some resistance noted during delivery. The valve initially dislodged and with the second recapture of the valve, the rotational nod (blue handle) of this delivery catheter system (dcs) was fully closed but the valve inflow portion remained partially opened. The capsule broke at the proximal portion. As reported, the representative believed the recapture was performed ¿fast¿ by the operator and was in an angulated position of the device. The patient experienced a pressure drop and was treated with medication with resolution. The system was removed. There was no unusual resistance when loading the valve. A second dcs and valve were utilized and the second valve was successfully implanted. No adverse patient effects were reported.